Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. One day after onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin injection (1gm, loading dose, route not reported) and fortum injection (1 gm, frequency and route not reported) for peritonitis. At the time of this report, the peritonitis was resolving and the patient was recovering. No additional information is available at this time. This is report 1 of 3 involved in this event.